Manufacturer narrative:
Correction in h6 codes health effect - impact code health effect - clinical code the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the video laryngoscope malfunctioned during the procedure. After several attempts, functionality was restored. However, the image quality remained significantly compromised. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).